Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose with blood glucose of below 20 mg/dl at the time of the incident. The customer used glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer's insulin type was changed and they've had lows since then. The customer had also recently started an overnight job. The caller stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.